Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the pump¿s cartridge adaptor broke off inside the ilet, leaving a fragment lodged such that the insulin cartridge was stuck and tubing could not be connected, and a replacement pump was provided with education on shutdown and data transfer. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included temporary transition to backup therapy and continued cgm use without interruption. Investigation included customer counseling, verification of shipping and return process, and remote assessment through user reports. Investigation of this case revealed a damaged connector component leading to an inability to remove the cartridge and continue infusion, which was not resolved by on-site troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was component breakage consistent with mechanical damage during use.